Event description:
On (B)(6) 2025, doctor ((B)(6)) reported to cas that they had a capsule run out to the posterior at the base of the intelliaxis nub during procedure ID # (B)(6).

Manufacturer narrative:
Review of procedure ID# (B)(6) scheimpflug scans show abnormal brightness on both the posterior and anterior surfaces of the capsule. This may have contributed to poor capsulotomy breakthrough at the intelliaxis capsular nub and caused a possible micro tear on removal. System functioned as designed. No further clinical follow-up required.